Event description:
It was reported by a patient's mother, the patient was experiencing an increase in seizures due to unknown reason. Additional information was received from the patient's treating nurse indicating the patient not been seen lately and the reported increase in seizures was of unknown relationship to pre-vns level. The nurse did not know the cause of the increase in seizures and indicated it can be assumed the battery was running low. The last time patient was seen the end of service flag was not set. At the moment, replacement surgery is likely, but has not been confirmed.